Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window and cracked display window. There was no button response due to corroded keypad traces and no moisture damage found inside the insulin pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call moisture damage and keypad anomaly on the insulin pump. Customer's blood glucose level was 8.8 mmol/l. Customer went into the water wearing the insulin pump and the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.